Event description:
On (B)(6), 2013, it was reported that the programming history could not be obtained from the physician's handheld, as the handheld could not be turned on. The lock switch was checked and it was confirmed that the switch was off. The handheld was plugged in and otherwise appeared normal. The manufacturer's representative commented that it appeared the handheld had been set to the side a long time ago and never really utilized by the site as they had multiple other handhelds. No additional information was received.